Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ventricular fibrillation and patient death, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23nov2016. The heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ cardiac arrhythmia and death as adverse events that may be associated with the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2021-03804. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cardiac arrest on (B)(6) 2021, related to ventricular fibrillation. The patient was withdrawn from care and pump deactivated on (B)(6) 2021, when the patient passed away.